Manufacturer narrative:
Follow-up #1: date of submission 08/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with visible evidence of moisture behind the display lens and no visible damage to the keypad. During testing, the pump was unresponsive due to internal moisture damage, and the responsiveness of the keypad buttons were unable to be confirmed. The keypad cover was removed and no contamination was found under any of the keypad button contacts. The pump case was cracked in the right hand corner of the display area. The leak test was failed due to a crack in the pump case. The pump was opened and evidence of moisture contamination was observed inside the pump and on the keypad flex cable and connector.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up, down, and ok keypad buttons were under-responsive. The reporter noted there was evidence of moisture behind the display screen lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.